Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm was noted. The motor was tested outside of the device and passed. No crack was noted to the display window. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, cracked reservoir tube and a cracked reservoir tube window.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a crack on the screen. The blood glucose reading is 7.2 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.